Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issues with uploading data from pump to carelink system. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: user unable to upload data from pump to carelink. Investigation/testing summary: an attempt to reproduce the issue was performed on a dell precision 7560 windows 11 enterprise and carelink uploader 3.11.0. Issue was not reproduced. After a thorough investigation the carelink support team confirmed through database application logs that there were communication errors in the upload logs most likely indicating an issue between the operating system, carelink uploader and the driver. Provided the following troubleshooting suggestions to helpline: we have found that it is most often the behavioral protection engine (or exploit prevention on newer releases) within cisco that interferes with carelink uploader. It deeply scans â¿¿wincarelinklauncher.exeâ¿? And obfuscates the resources it loads during startup usually our included â¿¿java & javaw exesâ¿?. Creating a behavioral protection and/or exploit prevention exception for these three exes tends to resolve the crashes and upload failures experienced by most customers. These are their locations. Wincarelinklauncher.exe: c:\program files\medtronic\carelink\uploader\dss\wincarelinklauncher.exe. Java.exe: c:\program files\medtronic\carelink\uploader\dss\jre\bin\java.exe. Javaw.exe: c:\program files\medtronic\carelink\uploader\dss\jre\bin\javaw.exe. Thank you for assisting and translating all of that. This looks like the exploit protection from microsoft defender. If so then we have recently found that there is a feature called ""import address filtering ( iaf )"" and that it should be disabled for these exes. Wincarelinklauncher.exe can be found here ""c:\program files\medtronic\carelink\uploader\dss"" javaw.exe can be found here ""c:\program files\medtronic\carelink\uploader\dss\jre\bin"" more info here: https://learn.microsoft.com/en-us/microsoft-365/security/defender-endpoint/exploit-protection-reference?view=o365-worldwide#import-address-filtering-iaf. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: most likely a driver related issue, likely driver was updated by windows. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.